Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Supplemental submitted to correct conclusion codes.

Event description:
It was reported an overdischarge was suspected due to patient non-compliance. It was noted the device was explanted on the day of re port.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins 37714 restore, serial # (B)(4)) found its battery had a reduced capacity due to overdischarge. According to the trace report, the ins was recharged only once ((B)(6) 2011, 6 days after implant) before being received for analysis. No other recharge session was performed during the duration of the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.